Manufacturer narrative:
The customer replaced the aquacals with fresh samples and obtained higher sodium and chloride results. On (B)(6) 2010, bci field service engineer (fse) inspected the ion-selective electrode (ise) module and current calibration report. No issues were reported and no visual signs of contamination were noted. Fse ran 10% naocl from the reagent straw and ran ise health check successfully.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low anion gaps on the unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated using a fresh aquacals and the higher results were obtained. The customer provided two examples of patient results which are shown. Patients treatment was not impacted.